Manufacturer narrative:
A system checkout was not performed as the issue resolved with a hard reboot of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transphenoidal procedure. It was reported that intra-operatively, while in the middle of navigating, the system was no longer responsive to mouse or touch inductions. A manufacturer representative tried touch on both carts and used the mouse on both carts in multiple universal serial bus (usb) ports. The representative performed a hard reboot, and the issue resolved. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a fifteen minute delay to the procedure due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.